Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a rash with bleeding under her left breast and reported bruises on her back. There is no alleged device malfunction. The patient's daughter who is a nurse recommended a powder for the rash. Follow-up indicated that the rash and bruises were improving.